Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was too hot to touch. No troubleshooting was specified. The remote monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: model#: 24950llq, serial/lot#: ydm048050u: the remote monitor was returned, and analysis revealed that there was no complaint failure found; found error codes 3248 and 5704 in failure analysis (fa) log. If information is provided in the future, a supplemental report will be issued.

Event description:
The remote monitor was returned and replaced.